Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited decreasing/low impedances. An inner insulation breakdown was suspected. The lead polarity was changed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.